Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Multiple kinks were noted along the hypotube shaft. Examination of the hypotube found a break was identified 70.30 cm from the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the shaft polymer extrusion. The balloon was examined; no issues were noted, and the coating was intact. Balloon wings were folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
Reportable based on device analysis completed on 28mar2024. It was reported that advancing difficulties occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad). A 2.50 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci) procedure. The lesion was predilated with a 2.50 x 15.00 mm emerge balloon. The agent catheter was advanced inside the patient but after two attempts could not cross the lesion. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed the hypotube was detached.